Event description:
The patient's family member called to report that the suspect device was used to check the patient's blood glucose level. A result of 248mg/dl was obtained. The pt then took 14 units of nph insulin and 7 units of humalog, ate dinner and then went back outside to play more baseball. The pt began to feel bad and the pt's family members took the pt to the hospital where the pt's blood glucose was measured at 35mg/dl by a lab test. The pt was treated with a glucose IV and given a bolus 50cc of insulin. The suspect device was replaced with new product and authorized for return to the MFR for eval.